Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the percuflex plus ureteral stent has been returned. During product analysis it was observed one percuflex plus ureteral stent with the tip for the bladder coil torn, the shaft was torn and buckled until the renal coil, and the renal coil was also torn and buckled until the tip. The reported event of stent shaft break was not confirmed, due the shaft was not separated in two parts, instead was found evidence of torn and kinked. For the issues of stent torn and kinked, stent coil kinked and torn, and tip torn, it is possible that these issues are related and it may be cause by some other factors such as excessive handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure, such as interaction of the device between the stent and the guide wire. Due the kinked at the renal and bladder coil founded, the physician may have presented some difficulties between the device and the guide wire, at the time that the device was being prepared, in addition, while the device was pushing up, such as excess of force applied over the device during the procedure could have contributed to the failure, consistently leading to device being torn in both tips. Affecting the performance and integrity of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the preparation and the device had no influence on event.

Event description:
It was reported that, during a percutaneous nephrolithotripsy procedure, it was noticed during unpacking that the stent was broken into two pieces along the shaft. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during a percutaneous nephrolithotripsy procedure, it was noticed during unpacking that the stent was broken into two pieces along the shaft. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.